Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
No unexpected rewind anomalies or motor error alarms were noted during testing. The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. Moisture damage was noted on the liquid crystal display board. A corroded motor home switch was also noted. The insulin pump was received with a cracked display window, a cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube and cracked battery tube threads.

Event description:
Customer reported that the insulin pump returned a motor error alarm during an infusion set change. Customer reported that she fell into the lake while wearing the insulin pump. Customer also reported that the insulin pump's reservoir compartment looked cracked. Blood glucose level was 359 mg/dl at the time of the call. No further information was provided.